Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir smelled like insulin. Customer noticed the insulin smelled while changing out reservoir. Customer's blood glucose was 158mg/dl. Customer stated no fluid under screen was noted. But, did mention some discoloration. Customer stated the crack is between two seals.